Event description:
It was reported that in (B)(6) 2010, the patient experienced tingling and numbness in his legs and lower back. On (B)(6) 2010, the patient underwent l5-s1 axial lumber interbody disectomy and posterior instrumented fusion l5-s1.rhbmp-2/acs was implanted into the patient during the surgery.after this surgery the patient began physical therapy. During a physical therapy session, allegedly, the patient fell to the ground as a result of faulty hardware in his spine. Ever since the fall, the patient had not been able to stand for longer than 15 minutes at a time. In (B)(6) of 2011, the surgeon performed a second surgery on the patient to remove faulty hardware and augment the posterior lateral fusion l5-s1 using rhbmp-2/acs. Following this second surgery, the patient experienced extreme numbness and tingling on the right side of his back.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.